Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited truncation of waveforms from electrogram, which caused wavelet not to match. The device remains in use. No patient complications have been reported as a result of this event.